Manufacturer narrative:
Device eval by manufacturer: this 2.1 mm jetstream xc atherectomy catheter was returned for analysis with an unknown 0.014-inch guidewire stuck inside the device. Visual and microscopic inspection revealed that the shaft was separated 126.7 cm from the tip and 8 mm from the strain relief. There are multiple bucked areas along the inner shaft. Microscopic examination of the device did not reveal any additional damages or irregularities. Product analysis confirmed the report from the field of stuck on wire.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.1 mm jetstream xc atherectomy catheter was selected for lower extremity angiogram for peripheral arterial disease. After atherectomy was completed, the jetstream and non-boston scientific guidewire became stuck upon removing with rex-mode. The physician attempted to flush and cut the device to maintain wire access unsuccessfully. The catheter and wire were removed together intact as one unit. The procedure was completed using percutaneous transluminal angioplasty and a stent without sequelae.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.1 mm jetstream xc atherectomy catheter was selected for lower extremity angiogram for peripheral arterial disease. After atherectomy was completed, the jetstream and non-boston scientific guidewire became stuck upon removing with rex-mode. The physician attempted to flush and cut the device to maintain wire access unsuccessfully. The catheter and wire were removed together intact as one unit. The procedure was completed using percutaneous transluminal angioplasty and a stent without sequelae.